Event description:
It was reported during the procedure, when the surgeon tried to insert the screw, the tip of the driver broke. The surgeon was able to remove the broken piece of the driver tip. There were no adverse consequences to the patient. This report is related to report number 3025141-2022-00266 for the driver involved in this event.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, the root cause could not be determined.